Manufacturer narrative:
Additional information received indicated that the device was not implanted during the procedure. The surgeon did not want to do an aortic root enlargement, and the device would not fit. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 21mm aortic bioprosthetic valve was implanted and explanted on the same day. The reason for explant is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.